Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was experiencing shortness of breath (sob). It was stated that a third lead was needed, hence, a new lead was added yet the patient was still in sob. In addition, the patient will supposedly have an angioplasty, however, the physician the device setting needed to be reset. Boston scientific technical services (ts) verified that sob would occur when patient was doing something. Further, the stress test had indicated that something was needed to be changes. Attempt to obtain additional pertinent information was unsuccessful. To date, this crt-p remains in service. No additional adverse patient effects were reported.